Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer performed a supply change and delivered a correction bolus via the pump to treat bg. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. The cause of the occlusions were unknown. No issues were observed with the cartridges or infusion sets.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.